Manufacturer narrative:
Additional information: the device has been return to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed, and there was no non-conformity found to be related to the reported event. As part of the device history record review, the sterilization record for this lot was reviewed and this device lot passed the sterility test. A complaint history lot review was completed for this lot and there was no complaint found to be related to the reported event. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, the source of the reported particulate cannot be determined. The source of the reported particulate could not be identified based on the information received. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye cataract surgery a ¿metal shard¿ was observed in the anterior chamber (ac) during attempt to implant stents from a trabecular micro bypass stent system. The remnant was removed from the patient¿s eye intraoperatively, and there was no patient injury. A back-up device was used to complete the procedure. Additional information is being requested.

Manufacturer narrative:
Evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly was activated twice, and no stents were found inside the injector. The trigger button motion was functioning as intended; however, the device could not actuate all remaining positions due to the bent frontal components. The injector¿s frontal components were found bent which prevented the insertion sleeve retraction motion. This finding may have occurred due to how the device was shipped back for evaluation. The injector¿s splayed trocar was found broken at the distal end of the splay. The remaining trocar was bent up toward the insertion tube v-slot. The broken tip of the trocar was not found with any of the returned items. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. The remaining trocar was unable to be removed from the device for sem evaluation due to the shipping damaged caused to the frontal components. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Based on the manufacturing procedure, it is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Further inspection found a particle within a foreign container returned with the product. Material analysis was performed on the foreign particle and it was sent for photometric analysis. The analysis found the particulate to likely be poly quick p-480, a two-component, aromatic, sprayable, polyurea, elastomeric coating, often used in building construction. All g2-w components were reviewed. None of the components contain poly quik p-480 material. A root cause of the particle¿s source was not definitively identified. A control point in the manufacturing process following tray sealing includes an inspection for particulate in the packaging. The acceptance criteria were: ¿no loose particle larger than 1 mm in diameter¿ and ¿no more than 5 loose particles smaller than 1 mm¿. It is highly unlikely that this particle shipped with the device; however, if it did, it would have passed inspection because the single foreign particle was less than 1 mm in size at approximately 367 ¿m in length. The device was sterilized per manufacturing procedure and passed the sterilization specification. Glaukos will continue to monitor for trends of foreign material found in all final packaging assemblies. Conclusions based on the evaluation findings were confounded by the condition of the returned product. The trocar was found broken and a foreign material was found with the returned items. This was the only particle found on the cloth. Given the investigation findings, the ¿metal shard¿ described in the customer¿s reported issue was likely the broke trocar tip, which was not found with any of the returned items. A root cause of the reported issue was not definitively identified; however, the most likely cause was a heavily biased trocar outside of the v-slot during the attempted implantation of the stent. MFR# reference: (B)(4).